Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
The customer reported that a spectrum pump displayed system error 105. Any patient involvement, injury. Or medical intervention is unknown.